Manufacturer narrative:
The previous follow up report was incorrect. It stated that: "replacement of distribution board allowed the error to be resolved. Device configuration and device control performed. Calibration and control of temperature probes performed. Functional tests completed and device working as per specification." Please consider valid the correct information below: livanova field service representative dispatched to the facility confirmed the reported issue. In order to solve it, he replaced the distribution board, the stirrer motor, the flat ribbon cable, the main ac board. However, the issue was not solved, thus also the processor cpu board was replaced and the issue was solved. Functional tests were performed and passed with no further issue shown. The device was returned to service in its expected function.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and the issue could be confirmed. He replaced the distribution board which was damaged as soon as it was installed on the unit. Indeed, the reported error code was still present suggesting that the stirrer motor was defective and damaged the old and the newly installed distribution boards. A new distribution board and a stirrer motor have been ordered to complete the repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to a stirrer motor malfunction and a burning smell was present. There was no report of patient injury.

Manufacturer narrative:
H.10 replacement of distribution board allowed the error to be resolved. Device configuration and device control performed. Calibration and control of temperature probes performed. Functional tests completed and device working as per specification.

Event description:
See initial report.